Event description:
Caller reported a potential false negative troponin I (tni) result on triage cardio profiler kit vs bci lab analyzer. Pt presented with chest pain radiating to arm. Tni results on triage gave a negative result. Sample was run in lab on bci and gave positive result. Reference range on both triage and bci is 0.07 ng/ml. Pt was transferred for cardiac cath later in the day.

Manufacturer narrative:
(B)(4). The initial emdr sent for this complaint was sent in error as peritonitis cannot be related to a homechoice device. The complaint which addresses the event of peritonitis is number: 1423500-2010-00826.

Manufacturer narrative:
(B) (4). The device was not returned for evaluation. Should additional information become available, a follow-up medwatch will be generated. This rest of world device does not have a 510k number but is the same or similar to a device distributed in the us.

Event description:
This is a spontaneous consumer report by a patient's family from (B) (6) of pyrexia in a male patient coincident with dianeal unknown therapy. On an unknown date, the patient began dianeal therapy. On (B) (6) 2010, the patient's family contacted baxter (B) (4) technical service center and stated the patient had developed pyrexia and was instructed to come to the hospital. Outcome and causality were not provided. There was no allegation of device malfunction. In (B) (6) 2010, the patient began dianeal-n pd-4 1.5% therapy. On (B) (6) 2010, he developed peritonitis and was hospitalized due to the event. Vancomycin and ceftazidime were administered for the event.